Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 380 mg/dl. The customer treated with 10 units of bolus. The customer reported air bubbles anomaly on the reservoir. The customer stated that the approximate size of the air bubbles are pencil eraser size. The customer was assisted with performing 5.0 unit fixed prime, the customer mentioned no leaks. The product was not returned for analysis.